Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life, and evidence of a replace battery alarm. During testing, the pump powered on. The battery compartment was found to be cracked. The battery cap was able to fully secure onto the pump. The electric current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.